Event description:
During an egd and dilation of esophagus, the balloon of a balloon dilator ripped and detached itself from catheter. Balloon became lodged in pt's esophagus and had to be removed as if a foreign body.